Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 325cc and experienced rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2022.